Manufacturer narrative:
A2 age at time of event updated a3a sex updated a3b gender updated b5 describe event or problem updated e1 initial reporter title, first name, last name updated.

Event description:
It was reported that a proximal filter failure to maintain position and failure to recapture occurred. A sentinel cerebral protection system (cps) was used during a transcatheter aortic valve replacement (tavr) procedure. The proximal filter was deployed near the ostium of the brachiocephalic artery due to the presence of vessel tortuosity. During an attempt to cannulate the left common carotid artery the proximal filter moved from the deployed location into the aortic arch. The operator pulled the sentinel cps until the deployed proximal filter was located above the vessel tortuosity. In order to adequately reposition the sentinel cps an attempt was made to recapture the proximal filter. Resistance was encountered when attempting to capture the proximal filter and the filter was unable to be fully resheathed. The sentinel cps was removed from the patient and the procedure was completed without the use of sentinel cps. Patient status no patient complications were reported. It was further reported the proximal filter was able to be fully resheathed prior to the sentinel cps being removed from the patient. The patient fully recovered and was discharged four (4) days post index procedure.

Manufacturer narrative:
H3 device evaluated by MFR: the sentinel cps was returned for device analysis performed by a bsc quality engineer. Visual analysis identified the sentinel cps was returned with a guidewire loaded into the device with one portion protruding from the distal filter slider hub and one portion protruding from the tip. The proximal filter of the sentinel cps was partially unsheathed, the articulating distal sheath (ads) relaxed, and the distal filter sheathed. Microscopic analysis identified the proximal filter was partially detached. Flow tests were performed through the front and read handle flush ports without issue. A flow test was unable to be performed through the distal filter slider as a guidewire was loaded and was unable to be removed. Functional testing identified the proximal filter was unable to be fully unsheathed using the proximal filter slider since it was stuck inside the proximal sheath. Computed tomography (CT) and two (2) procedural angiography media videos were provided to assist in the investigation and were reviewed by a bsc quality engineer. The provided media did not show any evidence of the reported issues.

Event description:
It was reported that a proximal filter failure to maintain position and failure to recapture occurred. A sentinel cerebral protection system (cps) was used during a transcatheter aortic valve replacement (tavr) procedure. The proximal filter was deployed near the ostium of the brachiocephalic artery due to the presence of vessel tortuosity. During an attempt to cannulate the left common carotid artery the proximal filter moved from the deployed location into the aortic arch. The operator pulled the sentinel cps until the deployed proximal filter was located above the vessel tortuosity. In order to adequately reposition the sentinel cps an attempt was made to recapture the proximal filter. Resistance was encountered when attempting to capture the proximal filter and the filter was unable to be fully resheathed. The sentinel cps was removed from the patient and the procedure was completed without the use of sentinel cps. Patient status: no patient complications were reported. It was further reported the proximal filter was able to be fully resheathed prior to the sentinel cps being removed from the patient. The patient fully recovered and was discharged four (4) days post index procedure.

Event description:
It was reported that a proximal filter failure to maintain position and failure to recapture occurred. A sentinel cerebral protection system (cps) was used during a transcatheter aortic valve replacement (tavr) procedure. The proximal filter was deployed near the ostium of the brachiocephalic artery due to the presence of vessel tortuosity. During an attempt to cannulate the left common carotid artery the proximal filter moved from the deployed location into the aortic arch. The operator pulled the sentinel cps until the deployed proximal filter was located above the vessel tortuosity. In order to adequately reposition the sentinel cps an attempt was made to recapture the proximal filter. Resistance was encountered when attempting to capture the proximal filter and the filter was unable to be fully resheathed. The sentinel cps was removed from the patient and the procedure was completed without the use of sentinel cps. Patient status no patient complications were reported.